Event description:
It was reported that an m540 monitor did not alarm for low art when the patient's art pressure fell below the monitor's lower alarm limit threshold of 90. Subsequent testing by the customer reproduced the issue.

Manufacturer narrative:
A complaint was received regarding no arterial pressure alarm. The issue could be confirmed from a provided video. Log files showed the alarms were suppressed after the ibp pressure was zeroed and they did not re-arm after 30 seconds when they should have. It was found that the root cause of the issue was a race condition that can occur if the m540 is put into standby and the hemo pod is then immediately connected. If the ibp pressure is zeroed after this workflow, the 30 second timer never decrements, causing the alarms to never get unsuppressed resulting in the issue. A CAPA has been opened to investigate this issue. This issue can only be triggered by following the unique workflow from this complaint. The ibp waveform and parameter data are still correctly displayed on the monitor. Patient monitoring and alarms are not affected for other vital parameters. There were no patient injuries in this complaint.

Event description:
It was reported that an m540 monitor did not alarm for low art when the patient's art pressure fell below the monitor's lower alarm limit threshold of 90. Subsequent testing by the customer reproduced the issue.